Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she experienced an infection at the sensor insertion site. She reported that upon removing her sensor after 2 to 3 days of wear, the site was infected. She consulted her doctor, who prescribed antibiotics. Patient reports that by day 2 or 3 of sensor wear, her sensor sites typically become itchy, red, and painful, and she must remove her sensors. She reported that the irritation occurs at the needle insertion point and not under the adhesive. She reported that she has similar reactions to her pump insertion sites and must remove her pump by day 3 in order to avoid infection. Patient typically applies ointment and a band-aid after sensor/pump removal if she sees any irritation. At the time of her call to dexcom technical support on (B)(6) 2011, patient reported that her infected insertion site was healing as expected.